Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, organ perforation. It was reported that the patient underwent laser ablation of exposed mesh on (B)(6) 2011 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urine loss with laughing.

Event description:
It was reported that following insertion the patient experienced urine loss with laughing.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.